Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the system controller event log files. The submitted system controller event log file and downloaded system controller event log file contained approximately 4 days of relevant data combined ((B)(6) 2022 per the timestamp). The log files captured a backup battery fault alarm from (B)(6) 2022 at 14:23:38 to (B)(6) 2022 at 11:14:50 due to the backup battery not passing the load test. The backup battery fault alarm briefly cleared on (B)(6) 2022 from 14:47:07 to 14:47:10 as an additional load test was being performed; however, the backup battery fault alarm reactivated as the backup battery did not pass the load test. The backup battery did not pass the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The alarm appeared to resolve on (B)(6) 2022 at 11:18:47 once the backup battery was exchanged. The driveline was disconnected on (B)(6) 2022 at 11:41:38 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number for the pump: 2916596-2022-1607. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery fault alarm that was followed by a driveline disconnect and a pump stop. The patient did not change controllers and this self-resolved. The patient was seen in clinic and their controller was changed out for safety. The clinician verified that controller clock was set and that the backup battery was not expired. A small bend in the driveline was also noted with no exposed wires. The patient did not report any symptoms associated with these events. The event log captured the backup battery faults starting (B)(6) 2022 and then they resolved for a short time. Also noted during these ebb faults were driveline disconnect events along with pump off and one instance of low flow. This pump stop event appeared to be due to electrostatic discharge (esd).